Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that instructions for use were not followed lead placement was not adequate for on the right ventricular (rv) lead was noted. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was elective replacement. As received, a partial lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.